Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. New information added to the following fields: (first name, last name updated and the email address should be left blank), (health professional checkbox selected). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the investigation, the root cause could not be identified; however, it is likely that excessive use led to the 'broken lens' malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope ultra, 4 mm, 30°, with trocar tube connector tip was broken. There were no reports of patient harm.